Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a medtronic representative regarding a patient implanted with a spacer in a tlif at l5 for an unknown spinal indication. It was reported that the peek portion on the superior edge of the interbody was hung up on the vertebral body of l5 and would not advance. The hcp was striking the inserter with mallet and could not advance interbody into the disc space. The peek hinge broke and interbody would not fit in disc space. The damaged interbody and all its pieces were removed. The procedure was completed by implanting another interbody. There was no impacton patient. There was a 5 minute delay to the procedure. No further complications were reported/ anticipated.